Manufacturer narrative:
According to the service report# (B)(4) dated on (B)(6) 2019, following work was performed at the (B)(6): the unit was tested for 24 hours a day for a week with water filled tubing. The was no loss of occlusion nor was there a loss of integrity of the tubing. The pump ran at 7 lpm with a clamp on it to simulate pressure of having to pump blood through a patient. However, it was not possible to reproduce the reported failure. The reported failure "occlusion failure" could not be confirmed. Since it was not possible to reproduce the reported failure "occlusion failure" and no parts were replaced, the most probable root cause cold not be determined. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
The getinge field service technician was onsite to investigate the device in question. The technician tested the pump and could not duplicate the reported failure. The belts and the occlusion lock were checked without any failure. The technician sent the involved pump to national service center for further investigation.

Event description:
In (B)(6) it was reported that during bypass treatment the hl20 had occlusion failure. The air detection of hl20 alarmed and shut off the pump. There was air noted in the arterial line filter. The user clamped the arterial line beyond the filter and attempted to circulate the air out of the system. However, the user was unable to get the air to move. It was then noted that air was coming backwards down the arterial line and also through the venous line. Anesthesia had put the head down and packed the patients head in ice. The surgeon was aware of the air in the lines and disconnected the arterial and venous cannula and connected them together to run the circuit and remove the air from the system. At this point, the team realized the pump head had failed. There was no forward movement of the volume in the system. The user clamped before and after the reservoir system and the system would not pressurize, proving there was loss of occlusion in the arterial head also known as pump failure. It was quickly decided to change out the pump head. Once that was done, we returned to normal flow on bypass and began to cool the patient from 32°c to 25°c. However, in the process of removing the arterial line from the arterial head,the line was pinched in the raceway and had a small crack in the tubing. The team was able to maintain the flow and continue with the surgery and cooling the until they got a point to change the tubing. Once the team got to a point to change the tubing, they came off bypass again and changed it out. A matter of 45 seconds, the line was cut in with sterile scissors and flow was resumed to normal flow. There was a timeframe of approximately 5 minutes total of no flow to the patient, between the initial finding of air, troubleshooting and the change outs involved. During this time, there was no flow to the patient and no blood pressure. The heart was arrested and the core of patient was cooled. The trending devices did show a depression from the baseline of the patient. Once normal flow was returned, the trending devices did return to baseline and remained that way throughout the remainder of the case. The patient was not affected by the incident. The patient was discharged from the hospital and is doing fine. (B)(4).